Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in the bile duct during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, "the breaking of a spring leading to the impossibility to release the diablo stent". The device was removed. Reportedly, precautionary measures and actions taken included resuming the procedure by placing another type of biliary prosthesis. No patient complications were reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on june 12, 2020 that a hot axios stent was to be implanted in the bile duct during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, "the breaking of a spring leading to the impossibility to release the diablo stent". The device was removed. Reportedly, precautionary measures and actions taken included resuming the procedure by placing another type of biliary prosthesis. No patient complications were reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 1158 captures the reportable event of stent failure to deploy in the bile duct. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered by the outer sheath and the handle was received in "position 2". A destructive inspection was necessary to destroy the delivery system; rotational damage was identified and the outer sheath was found twisted. A microscopic examination was performed and the outer sheath was returned with rotational damage. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy and device damaged/defective were confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the directions for use (dfu). According to the evidence found in the product analysis, the outer sheath was returned kinked, damaged and twisted which is evidence that the luer was incorrectly rotated as the dfu states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that based on the event details and device analysis, the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician in rotating the handle incorrectly based on the dfu during the procedure, could have caused the torsion on the delivery system which resulted in the twisted sheath, limited the performance of the device and contributed to the stent failure to deploy and the sheath damage. Therefore, the most probable cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.